Manufacturer narrative:
The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre reader. Customer received an error 2 message and was unable to obtain readings. No symptoms were reported and customer self-treated with insulin (dose/type unspecified) and received treatment of insulin (dose/type unspecified) by hcp. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the freestyle libre reader. Customer received an error 2 message and was unable to obtain readings. No symptoms were reported and customer self-treated with insulin (dose/type unspecified) and received treatment of insulin (dose/type unspecified) by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader powered on and an error message was observed. The built in reader test was therefore unable to be performed. The reader was sent for further investigation. The reader was de-cased and no issues were observed on reader¿s print circuit board assembly (pcba). Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader powered up when pressure was applied to the cpu and passed all built-in self-tests, and the error message was no longer observed. An extended investigation was also performed and determined that the solder joints beneath the central processing unit (cpu) did not provide an adequate connection from the cpu to the printed circuit board (pcb). Due to the lack of adequate connection, the cpu was not able to function properly, ultimately leading to the display of the ¿error 2¿ message, which indicated a hardware error with the reader. Therefore, this issue is confirmed due to faulty cpu. The DHR (device history review) for the libre reader was reviewed, and the DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.